Event description:
Blood boil on my penis [penile boil]. Product not help me [device ineffective]. Case description: on 2025-03-06 a spontaneous case was reported in united states of america by a patient via (phone) call center representative. The report concerns a male consumer. The consumer received eroxon fast acting (eroxon gel) 3 tubes lot number b98034 and expiration date was 2026-08-24 for indication male sexual dysfunction. The device identifier (di) was not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting eroxon fast acting, the consumer experienced medically significant event blood boil on my penis (preferred term: penile abscess). On an unknown date, after an unknown time of starting eroxon fast acting, the consumer experienced non-serious event product not help me, (preferred term: device ineffective). The outcome of the events penile abscess and device ineffective was unknown. No medical history was reported. No drug history was reported. The action taken for eroxon fast acting was unknown. The dechallenge was unknown (action taken was unknown)/ (outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causality was not reported / not assessable for the event device ineffective and causality was reasonable possibility for the event penile abscess with respect to the product eroxon fast acting gel. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I bought two boxes of your eroxon gel and I've used 3 tubes combined from both boxes. However, not only did the product not help me, but it also caused a blood boil on my penis which I have had for the last 30 days. What should I do with it? I would like a refund. Upc: 307663074806, lot: b98034 & exp: 2026/08/24. New info received on 06/03/2025- with case (B)(4) hello I spoke earlier to your colleague I gave him the wrong information. I only have 4 empty, not 5 as I said and I forgot to mention the fact that I bled a lot out of my penis. I know he sent me e-mail. And I an going to check the e-mail". The unique device identification (UDI) code was unknown. The report is being resubmitted to capture corrections. The information was received on 2025-03-06 and is as follows: device report type added as serious injury.

Manufacturer narrative:
Veeva case: (B)(4).